Event description:
Medtronic received a report that CT imaging the day after a solitaire procedure showed hemorrhagic transformation ph1 in the territory of the initial stroke (right middle cerebral artery). This was said to be clinically significant. The next day they experienced a headache, which resolved the same day without further treatment. Their mrs score was 0, and their nihss score was 15. The adverse events were not the result of a device deficiency, and were not a new or recurrent stroke. The sponsor assessed the hemorrhagic transformation as caused by the disease under study and not related to an underlying condition, the device, or the procedure. The sponsor assessed the hemorrhagic transformation as possibly related to the procedure and caused by the disease under study. The site assessed the headache as probably related to the disease under study, and not related to an underlying condition, the device, or the procedure. The sponsor assessed the headache as probably related to the procedure and disease under study. The patient was undergoing treatment for a clot located in the m1 segment of the right middle cerebral artery. The patient's pre-procedure mtici score was 1, and post-procedure it was 3. Ancillary devices include a sofia catheter and a flowgate 2 balloon guide catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.